Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-may-2019, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 15-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient did not want the ins anymore as it lost efficacy. They also stated they wanted it explanted because there was pain at the ins site and lead insertion site. There were no outward signs of any problems at the pain sites. The entire system was explanted and not replaced on (B)(6) 2019. The event was possibly related to the device or therapy. It was resolved without sequelae. No further patient complications were reported as a result of this event.